Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device overheated. The event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received. The event was not duplicated; however, the device was found to have a damaged rotor. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device overheated. The event had patient involvement with no patient impact.